Event description:
Introducer would not thread well within "mfp" catheter. According to physician the port itself threaded & the sheath fell apart. 2nd introducer given to surgeon. In process of inserting introducer pt developed respiratory distress & procedure stopped. Pt recovered & discharged to home. Port a cath inserted at a later date. Pt doing well.